Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to find pump errors around the event date in the history and traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label missing, cracked case (battery tube), cracked case, scratched case, stained keypad overlay, and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to moisture damage on the pcba 1 and pcba 2. Unable to confirm pump errors 23, 49, 68 and 4 in the history and traces. Unable to confirm unexpected battery power loss and charge/battery lasts less than expected due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the post-reset ram crc alarm (pump error 23), the motor arm cannot communicate with the main arm (pump error 4), trace pointers are invalid (pump error 68), and history pointers failed. The history pointers are corrupted ( pump error 49), a hardware low-level failure (pump error 63). Troubleshooting was performed and the customer was able to clear the alarm and the pump rewind successfully. Self-test passed. Also reported on low battery alarm or short battery life. The insulin pump alarm with replace battery now. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to a backup plan as per health care provider instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.